Event description:
It was reported that a patient underwent a posterior repair procedure in 2005 and mesh was implanted along with insertion of tyco ivs. Patient has experienced a rigid band of tissue in posterior distal vagina since surgery. In 2023 patient started experiencing dyspareunia and vaginal pain with vaginal stenosis. Also noted pv bleeding post intercourse, was struggling to put a finger in her vagina, urinary frequency and urgency, recurrent utis and bowels are regular. Patient awaiting eua, vaginoscopy and cystoscopy. No further information available as reporter details have not been disclosed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as a valid lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.